Manufacturer narrative:
(B)(4). No conclusion code available. No complaint was received with return of the device. Failure event observed during analysis. Final analysis found that the cardiac monitor exhibited high input current due to an integrated circuit anomaly. (B)(4).

Event description:
This report is to advise of an event observed during analysis.